Event description:
It was reported that this device exhibited a battery depletion (bd) error and was beeping. Remote analysis confirmed that the error was a result of prolonged magnet application. The patient is an MRI technologist. The bd error was set after the patient was in an MRI scanner room while the pulse generator was not in the MRI protection mode. Technical services confirmed that the bd code can be cleared. There is no impact on therapy. The clinic interrogated the device by the programmer to stop the beeping. There were no adverse patient effects reported. The device remains in service.

Event description:
This supplemental report is being filed to provide additional information that the device exhibited a battery depletion (bd) error and was beeping. This is the second time this has happened. The patient is an MRI technologist. Remote analysis confirmed that the error was a result of prolonged magnet application. The previous bd alert was successfully cleared, and then this happened again. Technical services confirmed that the bd code can be cleared. The clinic will discuss precautions with the patient. There were no adverse patient effects reported. The device remains in service. It was reported that this device exhibited a battery depletion (bd) error and was beeping. Remote analysis confirmed that the error was a result of prolonged magnet application. The patient is an MRI technologist. The bd error was set after the patient was in an MRI scanner room while the pulse generator was not in the MRI protection mode. Technical services confirmed that the bd code can be cleared. There is no impact on therapy. The clinic interrogated the device by the programmer to stop the beeping. There were no adverse patient effects reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.